Manufacturer narrative:
Manufacturer narrative: the device evaluation was completed by the manufacturer on march 7, 2018. (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the device evaluation is completed.

Event description:
The health care professional (hcp) reported the following: the od refractive outcome after cataract surgery with an intraocular lens (iol) implantation differed by 0.50 diopter from the target refraction. The alcon acrysof iq restor iol sn6ad1 with a lens power of 19.50 diopters was used. The hcp made a decision to exchange the iol. The iolmaster 700 was used for the original biometry measurements and lens power calculations.